Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she is going to the emergency room due to low blood glucose. The customer had changed the basal down and kept carbohydrates the same. Troubleshooting was performed, and no damage to the drive support cap noted. The customer believes that he over treated, which caused his low blood glucose. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.